Event description:
It was reported that a revision surgery for a product removal was performed.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and no clinically relevant documentation was provided, therefore, a thorough medical investigation could not be performed. The patient impact beyond the revision surgery and expected post-op convalescence period cannot be determined. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed.  If the device or new information is received in the future, this complaint can be re-opened.  No further actions are being taken at this time.  We consider this investigation closed.